Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the touchscreen was shattered. The customer indicated that the pump may have hit something hard, causing the pump screen to shatter. Reportedly, the shattered screen caused the touch screen to also be unresponsive. There was no reported adverse impact to the customer. No additional information was available.